Event description:
Facility reported a blood leak, external from "the threads". 2/24/1999 left a message for facility to call back. (Attempting to get further info). No actual samples and no companion samples available for examination. 2/24/1999 spoke with facility rep, will have a charge nurse call with the info for the medwatch. Formaldehyde resuse. Dialyzer was changed. Estimated blood loss 100cc. No medical intervention. No lab data provided when requested.